Manufacturer narrative:
Patient programmer: 8835, serial# (B)(4), implanted: na explanted: na. Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a "procedure" done "about eight weeks ago" the catheter was dislodged, "they actually pulled the catheter down into the epidural area." It was not reported what the procedure was. Revision done the day of this report. No patient symptoms were reported. The device system was used to infuse baclofen, marcaine (bupivacaine,) and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was later reported that the patient was doing fine now. The revision was done to correct what the physician suspected was a catheter that slipped out of the intrathecal space. The patient did experience increased pain during that time, but was fine now after the revision.